Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received several inappropriate shocks from their implantable cardioverter defibrillator (ICD). The ICD detected the supra ventricular tachycardia (svt) episodes as ventricular tachycardia (vt) and delivered shocks. A reprogramming for the ICD was suggested and the ICD remains in use. No further patient complications have been reported as a result of this event.